Event description:
Procedure type: unknown. According to the reporter: blade broke off of trocar when it was used during the procedure. There was no report of pieces falling into the cavity or impacting the patient. It could not be reported if operating time was extended. Could not be reported if bleeding. No patient injury was reported.

Manufacturer narrative:
(B) (4)